Manufacturer narrative:
Date received by MFR: 16oct2019. Date of this report: 18oct2019. The field service engineer (fse) upon performing visual evaluation, found a lose oxygen cell twisted tight. The fse secured the twisted tight correctly and performed all performance and specified requirements tests which the unit successfully passed.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul19.

Event description:
The customer reported unit fails extended self-test (est) . There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 16oct2019. Date of report: 17oct2019. The field service engineer performed evaluation and confirmed the reported problem. The field service engineer performed evaluation and confirmed the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported unit fails extended self-test (est). There was no patient involvement.